Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced four low blood glucose and a high blood glucose of 506 mg/dl. The customer reported that they were unsure of their exact low blood glucose values and did not know which day or days they experienced the lows. The customer reported that they received an insulin flow blocked alarm, however, the insulin pump did not alarm. The customer was off the pump for over a week, and while they were off of the pump, the customer went to the hospital due to high blood glucose. Troubleshooting was performed for the audio anomaly and the device failed the audio test during the call. The customer declined any further troubleshooting or assistance. It is unknown whether auto mode was in use at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08715 inches. No unexpected insulin flow blocked alarms noted. Device received with the insulin flow blocked alarm functioning properly. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. The p-cap does lock properly.

Manufacturer narrative:
The customer's weight information has been updated. The information has been included with this report. (B)(4).

Event description:
The customer's weight information has been updated from not applicable to declined to provide.